Event description:
Syringe loosened from connection.

Manufacturer narrative:
It was reported that the syringe would not stay tight and slowly loosened, allowing air into the system. This was noted before use during set up of the system. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated d3, h4, h6.